Event description:
Pt reported the lap-bad access port allegedly "turned around so they had to turn it around again to give saline". The entire system remains implanted. Surgeon confirmed that the port was repositioned and not removed.

Manufacturer narrative:
(B)(4). The product associated with this report remains implanted and will not be returned to allergan. A visual examination of the access port is not possible. Based upon the serial number and implant date provided by the healthcare professional, the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position, away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain, or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the reported event of difficultly adding saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."